Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was used to interrogate the implantable cardioverter defibrillator (ICD), the longevity estimate exhibited was shorter than expected. The programmer remains in use. No patient complications have been reported as a result of this event.